Manufacturer narrative:
(B)(4). The complaint iw930 cosycot infant warmer was serviced by a trained f&p technician on site at the healthcare facility. Results: during servicing, it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. We are unable to determine the cause of the malfunction reported. We note that the subject iw930 was approximately 19 years old. However, based on our knowledge of the product and the failure mode, it is likely that that the replaceable super capacitor on the pcb board has simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in (B)(6) requested a routine servicing for iw930 cosycot infant warmer. During servicing, the service engineer found that the power fail alarm was not working. There was no patient involvement.